Manufacturer narrative:
There was no death associated with the defibrillation event. Device evaluation summary: monitor (B)(4) and electrode belt (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the treatment event. During the functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 02/08/2016, belt: 04/07/2015.

Event description:
A us distributor reported that a patient received an appropriate treatment shock on (B)(6) 2017. It was reported that the patient also received two non-lifevest shocks from the hospital, but it is unknown when the shocks were received. The patient received an appropriate treatment shock on (B)(6) 2017 while in vt at 230 bpm. Following the treatment, there was a six second pause followed by a two beats, and then asystole for 45 seconds. There was then a return of spontaneous cardiac activity (bradycardia at 20 bpm). There was no death associated with the treatment event. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.